Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon detachment occurred. The target lesion was located in an unspecified vessel of the arm. A 8.0 x 80, 75 cm charger balloon catheter was selected; however after inflation of the balloon it was noted that the device hung on the previously implanted unspecified implanted stent and the balloon separated. The device was able to be snared and was removed from the patient. The procedure was completed with this device. No patient complications were reported and the patient status was fine.